Manufacturer narrative:
The customer reported that the cns (central monitoring system) randomly freezes. In the system event viewer, the cns gets error messages which the customer has sent to nihon kohden tech support for analysis. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the cns (central monitoring system) randomly freezes. In the system event viewer, the cns gets error messages which the customer has sent to nihon kohden tech support for analysis.